Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed recalibration, but the master tool manipulator (mtml) did not resolve the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the left master tool manipulator (mtml) ergo was off at startup, though not at surgeon side console (ssc) startup. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the mtm would align to match the universal surgical manipulator (usm) /instrument when connected. The caller noted this might have contributed to the issue but stated the problem had been intermittent. There was no report of patient involvement.